Event description:
The patient reportedly experienced poor performance with use of device. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device. The patient is reportedly doing well with the new device. Advanced bionics is in the process of gathering more information; once more information is available, a supplement report will be submitted.